Event description:
It was reported that the patient was having trouble using these magic 3 go male coude intermittent catheter and was now drawing blood. The patient used intermittent catheter three times a day and the intermittent catheters come loose. The liberator representative asked patient to have consult with doctor and indicated it was not advised to continue to use magic 3 go male coude intermittent catheter that are drawing blood.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that the patient was having trouble using these magic 3 go male coude intermittent catheter and was now drawing blood. The patient used intermittent catheter three times a day and the intermittent catheters come loose. The liberator representative asked patient to have consult with doctor and indicated it was not advised to continue to use magic 3 go male coude intermittent catheter that are drawing blood.